Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined.

Manufacturer narrative:
Com (B)(4).

Event description:
The transmitter was returned for evaluation. External visual inspection was performed and passed. A voltage test was performed and the data file was reviewed. The probable cause could not be determined post investigation.